Manufacturer narrative:
Additional information is provided in sections d.9, h.3, h.6 and h.10. The company service representative examined the system and was unable to confirm or replicate the reported event. As a preventative measure, the fluidics module was replaced. The system was then tested and met all product specifications. A system manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. The system was found to exhibit no functional problems; therefore, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during a cataract surgery in irrigation/aspiration mode, the capsular bag sucked into the handpiece tip and caused capsular bag tear. The surgeon pressed reflux but the ophthalmic operating console did not reflux. No warning or system message were displayed when the reflux did not respond, off set were set to maximum. The tip was bent to release the aspiration. Additional information has been requested. Additional information has been received clarifying that the capsular bag stuck but was released manually without capsular bag tear. The procedure was completed successfully without any patient harm.